Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal low blood glucose (50 mg/dl) while using the ilet system, treated lows with 15¿30 g of carbohydrates, and subsequently developed rebound hyperglycemia up to 302 mg/dl for about 4 hours; coaching addressed appropriate low treatment using oral glucose and attention to bedtime carbohydrate intake, and the event was associated with an improper or incorrect procedure related to the user interface. Symptoms included hypoglycemia with shaking, feeling sick, and disorientation, as well as hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem, and associated the event with improper or incorrect procedure related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error caused or contributed to the event.